Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, during intravenous infusion administration to this patient, a crack was discovered at the knob of a single-use heparin cap. Upon discovery, the cap was immediately replaced with a new single-use heparin cap and reported to the hospital's adverse event system. No harm was caused to the patient.

Manufacturer narrative:
Investigation results: a device history review was conducted for lot number 4171423. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
No additional information.